Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the power source cable to vps smoking and cracked. Customer unsure if the smoke coming from the cable or the actual console.

Manufacturer narrative:
Qn#(B)(4). One g4 power supply serial number gs40024 was returned for evaluation. A visual examination revealed the output connector exhibits damage. The customer provided a photograph which shows the power supply output connector is damaged. The power supply was subjected to vps refurbished power supply test. Vps g4 power supply test data form specifies the output voltage shall be 14.8 volts dc minimum and 16.4 volts dc maximum. The output voltage intermittently measured 0 volts dc and 15.7 volts dc when manipulating the output connector. During the testing, the output connector became warm, there was a smell of material melting, and some light smoke was observed. Photographs of the output connector were taken after testing was performed. The photographs show evidence of overheating and one internal conductor is no longer attached to the center pin, but the other internal conductors are still connected to their intended locations. The damage to the output cable appears to be the result of extensive and/or aggressive handling by the user. A device history record review was performed and did not reveal any manufacturing related issues. The report "power source cable to vps smoking and cracked" was confirmed by evaluation of the returned vps g4 power supply. During functional testing, the output voltage intermittently measured 0 volts dc and 15.7 volts dc when manipulating the output connector. During the testing, the output connector became warm, there was a smell of material melting, and some light smoke was observed. Visual analysis of the output connector after testing was performed revealed evidence of overheating and one internal conductor is no longer attached to the center pin, but the other internal conductors are still connected to their intended locations. The overheating of the output connector appears to be the result of damage to the output cable caused by extensive and/or aggressive handling by the user. No further action will be taken.

Event description:
The customer reports that the power source cable to vps smoking and cracked. Customer unsure if the smoke coming from the cable or the actual console.